Manufacturer narrative:
The field service engineer (fse) serviced the unit on (B)(6) 2011. The fse performed preventive maintenance (pm). The fse made adjustments to the ultrasonic transducer and resolved the issue. The fse performed hardware verification by completing quality control (qc) within the customer's established limits. The unit conformed to the manufacturer's specifications.

Event description:
The affiliate reported the customer alleged false positive troponin I (accutni) results, above the acute myocardial infarction (ami) cutoff, for three patients, involving unicel dxc 600i synchron access clinical system. This is report number two of two. Subsequent testing produced lower results, within the normal reference interval and within the risk stratification range. The elevated results were released out of the laboratory. There was no report of patient injury or change in patient treatment associated with this event. The field service engineer (fse) assessed the unit at the facility.